Event description:
It was reported that the patient became infected at the pocket site and needed to have the battery explanted. There was no alleged product issue. Actions required as a result of the event was hospitalization and explant. No diagnostic testing or troubleshooting was performed. This occurred post-operative. The patient status was alive, no injury, and there were patient symptoms or complications associated with the event. There was an infection, unknown what type of infection. It was unknown if a culture was taken, but antibiotic treatment was necessary. It was unknown what the date of onset/diagnosis of the infection was. The location of the issue or symptom was the device pocket. On (B)(6) 2015, the existing battery was removed and the leads were tunneled to the left side of the body. Extensions were added and a new battery was implanted. The patient was receiving effective therapy at the end of the report.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).